Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy") and idiopathic intracranial hypertension ("pseudotumor cerebri") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included overweight, right lower quadrant pain, uterine leiomyoma, neck pain, vomiting, weakness, leukocytosis, dehydration, electrolyte imbalance, hypokalemia, debility, anxiety, arnold-chiari malformation type I, chronic cervicitis, squamous cell metaplasia, nabothian cyst, adenomyosis, paratubal cyst, meningoencephalitis since (B)(6) 2015 and fibroids. Concomitant products included acetazolamide (diamox) and medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("frequent migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss"), alopecia ("hair loss"), headache ("frequent headaches"), fatigue ("fatigue") and weight increased ("weight gain / loss (specify which one) : gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and cystoscopy.). Essure was removed on (B)(6) 2017. In 2017, the migraine and headache had resolved. At the time of the report, the device dislocation, pregnancy with contraceptive device, idiopathic intracranial hypertension, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, weight decreased, alopecia, fatigue and weight increased outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, idiopathic intracranial hypertension, menorrhagia, migraine, nausea, pregnancy with contraceptive device, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: in the medical records that plaintiff had complaints of right sided pain which was present prior to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, nuclear magnetic resonance imaging brain - on (B)(6) 2015: chiari 1 malformation with cerebellar tonsil desce. Ultrasound abdomen - on (B)(6) 2013: ultrasound pelvis - on (B)(6) 2013: retroverted uterus with small fibroids. Ultrasound scan - on (B)(6) 2014: small fibroid and tiny cyst. Ultrasound scan vagina - on (B)(6) 2013: simple right ovarian cyst. On (B)(6) 2014 ultrasound pelvis revealed, small 1.9 cm hemorrhagic cyst in the left ovary. Essure procedure birth-control wires are unremarkable in appearance and position. 1.6 and 0.9 cm uterine fibroid in the mildly retroverted uterus. On (B)(6) 2015 ultrasound pelvis revealed, foci of increased echogenicity at the expected location of the tubes, compatible with prior essure. On (B)(6) 2016 CT brain revealed, no acute intracranial abnormality. No intracranial hemorrhage. Chiari I malformation status post suboccipital craniectomy. Concerning the injuries reported in this case, the following ones were confirmed in plaintiff¿s medical records: pelvic pain and vaginal haemorrhage, headache, nausea, pseudotumor cerebri. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new events fatigue, weight gain / loss (specify which one) :gain were added, concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy") and idiopathic intracranial hypertension ("pseudotumor cerebri") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("frequent migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss"), alopecia ("hair loss") and headache ("frequent headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin) and surgery (supracervical hysterectomy (uterus only) to remove the essure). Essure was removed on (B)(6) 2017. In 2017, the migraine and headache had resolved. At the time of the report, the device dislocation, pregnancy with contraceptive device, idiopathic intracranial hypertension, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, weight decreased and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, device dislocation, dysmenorrhoea, female sexual dysfunction, headache, idiopathic intracranial hypertension, menorrhagia, migraine, nausea, pregnancy with contraceptive device, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: in the medical records that plaintiff had complaints of right sided pain which was present prior to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2013: ultrasound pelvis - on (B)(6) 2013: retroverted uterus with small fibroids. Ultrasound scan - on (B)(6) 2014: small fibroid and tiny cyst. Ultrasound scan vagina - on (B)(6) 2013: simple right ovarian cyst . Concerning the injuries reported in this case, the following ones were confirmed in plaintiff¿s medical records: pelvic pain and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporter (physician); plaintiff¿s demographic data; concomitant condition (overweight); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); insertion date update ((B)(6) 2013); essure removal date update ((B)(6) 2017); previous reported event update (from pain to constant pelvic pain and from abnormal bleeding to abnormal bleeding (vaginal, menorrhagia) and this event was downgraded); new adverse events (abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, nausea, pseudotumor cerebri, dysmenorrhea (cramping), fatigue, weight loss and hair loss); treatment drug (motrin); exams (hysterosalpingogram and pelvic, transabdominal and transvaginal ultrasound); and essure removal method (supracervical hysterectomy (uterus only)). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.